Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the onetouch verio iq meter read inaccurately compared to a laboratory device. The patient reported blood glucose results of "129 mg/dl, 144 mg/dl, 131 mg/dl, 134 mg/dl and 125 mg/dl" with the subject meter and "100 mg/dl, 119 mg/dl, 109 mg/dl, 106 mg/dl and 90 mg/dl" on a laboratory device, performed within 10 minutes of each other, respectively. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.